Event description:
It was reported the clinician inadvertantly covered the left hypogastric artery due to inadequate imaging during the aaa procedure to deploy an excluder bifurcated endoprosthesis. Pt status is fine. There was no allegation of product deficiency made by the clinican.